Event description:
It was reported that during a pancreas procedure the jaw was broken. No piece fell into the patient. Procedure was completed with same like product. No further information is available. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Event date - unknown, assumed (B)(6) day of month ((B)(6), 2012) that complaint was reported.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.